Event description:
Discordant, falsely low advia centaur cp results for total human chorionic gonadotropin (thcg) were obtained on three patient samples. All results were reported to the physician. The same patient samples were repeated on the same instrument and higher thcg results were obtained. There are no known reports of adverse health consequences or patient intervention due to the discordant thcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the device and data. After evaluation, the fse determined that the cause of the discordant, low thcg results was due to a cracked base pump. The fse successfully replaced the pump and the device is performing within specification. No further evaluation of the device is required.